Manufacturer narrative:
The customer wanted to know if there was an alarm at the central station and just wanted us to confirm an alarm occurred. They found a patient expired in the wrong bed with the black electrode (la) noted to be off. The patient had a pacemaker but the customer could not confirm if the patient's pacer status had been correctly configured. The customer did not allege a device malfunction. The field service engineer tested the devices in questions and confirmed that they worked as designed/intended. The problem could not be replicated and the system was back in use at the customer site. He discussed the alarm priority for "ECG leads off" with the customer but at this time, the customer did not want to change the priority to generate red alarms. The sw engineer reviewed the logs and indicated that the central station disassociated with the device (since it stopped communicating to the central station) on (B)(6) 2015 @ 05:57 and the patient was discovered @ 06:45. This could be caused by the following reasons - the battery in the device was removed or empty or the device was out of coverage range. The central station would display one of the following inops - replace battery or battery empty, out of area or no signal. At 11:51, the patient's data was discharged without saving. A review of the provided strip indicated that a "leads off" occurred @05:41:28. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Event description:
The customer wanted to know if there was an alarm at the central station and just wanted us to confirm an alarm occurred. They found a patient expired in the wrong bed with the black electrode (la) noted to be off. The patient had a pacemaker but the customer could not confirm if the patient's pacer status had been correctly configured. The customer did not allege a device malfunction. This is being reported as a death. No additional information is available.